Manufacturer narrative:
Unit received no act button response due to corroded keypad traces. No button error alarm. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 525 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error while trying to deliver a bolus. Button error troubleshooting was performed and unable to confirm if the time is advancing due to button error alarm. Customer also reported to have experienced a high blood glucose of 525 mg/dl and will call the healthcare professional for the high blood glucose treatment. Customer declined high blood glucose troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.